Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal unknown morphine 1 mg/ml at an unknown dose via an implanted pump for spinal pain indications. It was reported that with the patient at refill having trouble establishing telemetry when interrogating the patient's pump. It was noted the patient had been having issues with brain fog and unsteady gait since november of this last year (last refill) and they were concerned the patient's pump may be flipped. The hcp had not tried to access the pump yet and they did not want to if telemetry can't be established since fear of the pump being flipped. The hcp tried changing communicator batteries 3x. Technical services (tss) had the hcp power off communicator and tablet and then power back on and connect the two via the white cable. Troubleshooting resolved issue and the hcp was able to connect to the pump.